Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01413. The pt has two scs systems (epidural and occipital). It was reported the pt is experiencing pocket heating while recharging at both ipg sites, please reference MFR report #1627487-2014-20011 for related issues with the occipital system. The pt states recharging is terminated after 45 minutes due to the heating and also experiences some redness after recharging. The low energy charger was declined by the pt. It was further reported the pt's experiencing pain and tenderness at the ipg site with or without stimulation activated. Surgical intervention may be undertaken as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.